Event description:
N/a.

Manufacturer narrative:
An event involving a patient-device interaction issue (thrombus) was reported. The valve was returned in a dehydrated condition, which prevented functional testing. Field information indicated that during the procedure, the patient¿s activated clotting time (act) was 227 seconds. The device history record was reviewed to confirm that all manufacturing and inspection steps were completed and that the product met all specifications. Based on the available information, the cause of the reported thrombus cannot be conclusively determined. However, this cannot be confirmed. There is no evidence of a product quality issue related to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
An event of patient device interaction problem (thrombus) and stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported thrombus likely due to the low total circulatory arrest (tca) during the procedure. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient's activated clotting time (act) levels were 227s. During procedure, there was a difficulty identified in the ideal release point in both the cusp overlap and coplanar projections. Since it was not possible to find the ideal projection for cusp alignment, the valve was released in the projection where its radiopaque markers showed the best alignment. The contrast was injected, and it was observed that the valve was positioned significantly below the patient's cusp markings in that projection. The valve was recaptured satisfactorily and completely using the fine adjustment of the delivery system. A second valve release was performed, resulting in a higher position than the initial one. Subsequently, another attempt to recapture the delivery system was made. This maneuver presented difficulties but allowed the valve to be recaptured sufficiently to reposition the system and perform a new release. The position obtained in the third release was not considered satisfactory. Therefore, it was decided to recapture the valve once more and restart the release procedure. The third recapture attempt was not completely successful despite the use of the fine adjustment of the delivery system. Consequently, it was decided to pull the delivery system to the abdominal aorta to try to complete the recapture. Since it was not possible to fully recapture the valve, with the delivery system's radiopaque markers remaining exposed, the team opted to start a new procedure. After removing the first deployed system, they observed a significant thrombus within one of the leaflets, likely due to the low total circulatory arrest (tca) during the procedure. The large thrombus appeared to be the primary reason the system failed to recapture. A temporary pacemaker would be used on the patient and a new large flexnav delivery system and an unknown size valve. There was no effects to patient were reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.